Event description:
It was reported that the patient experienced a shocking sensation when she goes into the freezer at her place of employment. There are a lot of motors in the freezer. The patient was still able to feel the stimulation and have symptom relief. Further information is being requested from the hcp.